Event description:
It was reported, that catheter was placed after surgery. It was found, that the implanted balloon burst. As a result, a new catheter was used. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
Qn# (B)(4). This is to notify you, that when teleflex initially received the reported complaint. The complaint details described an adverse event involving a patient. Therefore, we assessed, the complaint and deemed it reportable. And we submitted a 30 day MDR to FDA in accordance with 21 cfr part 803 on 12/07/2021. However, we just received additional information, indicating the device was not used on a patient. We then performed a re-assessment using the new information. Which changed the reportability decision from reportable to not reportable.

Event description:
It was reported that catheter was placed after surgery. It was found that the implanted balloon burst. As a result, a new catheter was used. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4).